Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with a&p repair, enterocele repair, placement of synthetic mesh w/a pinnacle system anteriorly and bilaterally sacrospinous ligament fixation due to cystocele w/paravaginal defect bilaterally and rectocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, fistulae, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported on (B)(6) 2008, the patient underwent a previous bladder suspension. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and pinnacle and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.